Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, leak was noticed at the moment of inflating the balloon. It was reported that the tube was changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.